Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared multiple errors (1106, 1107, 1110, 110e, 110f, 1113 that indicated a serial peripheral interface bus failure and an error 1127 indicating an over voltage protection circuit failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 30may2019. Date rec'd by MFR: 18mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition to motor controller cable and the motor controller board bracket and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.